Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that the patient experienced chest pain and was admitted to the emergency department (ed). It was noted there was a possible micro-perforation with right ventricular (rv) lead and some fluid in pericardial sack. The rv lead was repositioned to the septum. The atrial lead was also removed in case this was part of the problem. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); product ID (B)(4) implantable tachy lead implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.